Event description:
The metaphyseal correction system was applied in 2002. The pt returned for follow-up the following month. At that time a 10mm drifting was noted on x-ray. A portion of the fixator was replaced.